Event description:
It was reported by the customer that a pyxis medbank system drawers were not displaying as connected. The customer reported that the user was not able to remove/issue meds to the patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawers were not displaying as connected. A field service engineer replaced drawer and controller board. The system functioned as intended after the field service engineer troubleshooted the device.